Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage. A further cause of the leakage could not be presumed. The instructions of use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from the IFU: "reprocessing manual_ cleaning, disinfection and sterilization procedures_ leakage testing_ perform the leakage test caution: if you locate a leak, remove the endoscope from the water and contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issues were confirmed; the adhesives around the lenses were worn out, and the connecting tube was observed to be wrinkled. The following additional findings were also noted: pinhole leak, assorted chips, scratches, cracks, peeling paint, low angulation, knob play, buckling of the universal cord, crainy image, and shortened bending tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their evis exera ii colonovideoscope needed to be repaired following an inspection due to missing adhesive on the lens area of the plastic distal end cover as well as due to connecting tube deformation and other unspecified issues. During this inspection, foreign material was not noted in the nozzle of the device. However, upon inspection and testing of the returned unit, it was discovered that the nozzle had become clogged with foreign material of an unknown origin. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture both the reportable malfunctions originally reported as well as found during evaluation.